Event description:
Patient presented to the physician with tethering from the stimulation lead. Physician brought the patient into the or and found that an infection had developed in the chest pocket. Physician removed the ipg, flushed the pocket with antibiotic solution, re-tunneled the stimulation lead to provide additional slack, placed the ipg back in the pocket, and closed. Physician prescribed antibiotics after the procedure. Patient presented back to the physician with improvements and no further signs of infection.